Event description:
During shoulder surgery, a component of the tip of he arthowand, a coagulating device, broke off, while the instrument was in the shoulder joint. The surgeon had the shoulder x-rayed, identified the small loose part and removed it without incident. There was no injury to the patient. Report is made for administrative purposes, and to identify a potential problem with the device. The unit is manufactured by arthocare corporation, and was sent to them for evaluation and analysis. The unit is a single use disposable item.